Event description:
Device reported as being bent and producing stright shots.

Manufacturer narrative:
Complaint confirmed for straight shots due to a broken tip. It appears that the device was exposed to some type of excess force causing the tip to break.